Event description:
The customer stated that his blood glucose readings had been higher than usual. He also alleged that he performed a control test and received a result of 165 mg/dl. The normal control range was 87-119 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement products were sent to the customer.